Manufacturer narrative:
Sample was lithium heparin with a gel barrier. Samples are centrifuged at 3000 for 10 minutes and then aliquoted and centrifuged at 13000 for 2 minutes. Sample collection tube was only half of the recommended fill volume per the tube MFR. The sample was not re-centrifuged prior to reanalysis. Quality control was within the customer's established ranges prior to and after the erroneous result. No errors were posted to the event log in connection with the erroneous result. On (B)(6) 2010, the field service engineer performed a preventive maintenance. Verified alignments. Verified per established procedures and results met specs. No hardware issues were noted. Root cause was not determined. Sample integrity could be a contributing factor. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable event.

Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the synchron lxi 725 clinical system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Repeat analysis was performed on the same and another synchron lxi 725 system. The test results were within the normal range. It is unk if there was affect to pt treatment. No reports of death or serious injury as a result of this event.